Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a hand joint open reduction and internal fixation when the doctor inserted the va locking screw construct with the fixed angel mode the screw penetrated the plate hole and became buried in the bone. Reportedly the doctor was able to remove the screw. This report is for the va lockscr ø2.4 self-tap l14 tan. This is 1 of 2 reports for this event.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing date 04/17/2012. The investigation shows that the head locking thread is badly deformed due overload of torque during use. The screw head is deformed in such a case as he could slip through the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which caused the damage at the screw head finally. No product fault could be detected.